Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that 5 days after filter placement the patient developed a massive rt pulmonary embolism. The patient was put on anticoagulant. One fluoroscopic image and two CT images were provided for imaging review. Two images from a contrast-enhanced CT scan of the chest, pe protocol, demonstrates a large filling defect within the proximal right main pulmonary artery consistent with a pulmonary embolus. There are no other filling defects appreciated on this imaging study although there are only limited images submitted for review. There is a small to moderate right-sided pleural effusion present as well. There is no discussion whether a CT scan of the chest was performed prior to placement of the ivc filter to determine that this thrombus is definitively new. This thrombus could have been present prior to placement of the ivc filter indicating that the filter did not fail. Furthermore, the source of the embolus may have been from the upper extremities, therefore would not have been a filter failure. There is no discussion regarding obtaining an upper and/or lower extremity ultrasound to help determine where the thrombus may have originated or was present prior to placing the ivc filter. Without excluding other potential explanations, one cannot be certain that this was indeed a filter failure. It was assessed that because any discovered non-conformances were properly dispositioned before final inspection, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information an exact cause for this event cannot be established. However pulmonary embolism is a known adverse event. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: ivc placed on (B)(6) 2021. Later on (B)(6) 2021 patient developed massive rt pulmonary embolism. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.